Event description:
The manufacturer received information alleging the inspiratory phase is not working on a aeris evo. The device was not reported to be in use on a patient at the time of the occurrence. The aeris evo was returned to the third-party service center for evaluation. During the evaluation it was noted that an error code indicting the device software has detected a large pressure drop between the monitor and outlet pressure sensors was recorded in the device event log caused by contamination in the blower, machine flow sensor and in-line filter and proximal filter. Additionally, due to preventive maintenance, the muffler assembly, particulate filter, air inlet foam filter need to be replaced, unrelated to the reportable malfunction. The evaluation of the device is still in process. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging the inspiratory phase is not working on a aeris evo. The device was not reported to be in use on a patient at the time of the occurrence. The aeris evo was returned to the third-party service center for evaluation. During the evaluation it was noted that an error code indicting the device software has detected a large pressure drop between the monitor and outlet pressure sensors was recorded in the device event log caused by contamination in the blower, machine flow sensor and in-line filter and proximal filter. Additionally, due to preventive maintenance, the muffler assembly, particulate filter, air inlet foam filter need to be replaced, unrelated to the reportable malfunction. The evaluation of the device is still in process. If any additional information is received, a follow-up report will be filed. New information: the evaluation was concluded and the customer complaint of "inspiratory phase not working" was not confirmed. The blower, machine flow sensor, in-line filter and proximal filter have to be replaced due to contamination to address the issue of "large pressure drop between the monitor and outlet pressure sensor". The device passed all testing. This device has been serviced, inspected, tested, met acceptance criteria in accordance with all of the applicable customer requirements as defined in the contractual agreement with plexus. The device history record has been reviewed and approved by plexus quality assurance.